Manufacturer narrative:
An event regarding loosening involving an unknown anato stem was reported. Following a review by a clinical consultant shell malposition was confirmed. A visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. A review of the provided medical records and x-rays by a clinical consultant indicated: the stem is grossly loose with subsidence of at least 1-cm and radiolucent lines around the stem. Pedestal formation is visible around the stem tip. The stem is probably slightly undersized relative to the diameter of the femur. Lateral x-ray shows the femoral head in slight subluxation with lift-off of the head from the liner and a clear impingement condition between skirted head and liner of the x3 cup insert. The principal problem of this case is cup malposition leading to an overload condition with stem loosening. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. A review by a clinical consultant concluded: cup malposition in excessive anteversion as principal failure contributor in combination with slight undersizing of the femoral stem and use of a skirted femoral head have contributed to an impingement condition in the arthroplasty with a consequent overload condition on the stem causing anato stem loosening requiring revision within 1-year. Further information such as device details, return of device, additional operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient had right hip pain. The doctor states the stem was grossly loose. The primary hip was done through direct anterior approach. A review by a clinical consultant noted that an unknown trident psl shell had been malpositioned during primary surgery on (B)(6) 2016. This review also confirmed impingement of the unknown liner and instability of the head/liner junction.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had right hip pain. The doctor states the stem was grossly loose. The primary hip was done through direct anterior approach. A review by a clinical consultant noted that an unknown trident psl shell had been malpositioned during primary surgery on (B)(6) 2016. This review also confirmed impingement of the unknown liner and instability of the head/liner junction.